Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not able to be confirmed. An annual inspection was performed and included the following findings: due to wear of the angle wire, the bending angle in the up direction did not meet the standard value, the adhesive on the bending section cover was detached, the adhesive around the objective lens was worn, and the device was unable to suction. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while reprocessing the evis exera iii duodenovideoscope, they were unable to get the brush down the biopsy channel. This was able to be unblocked, but a substance came out and the customer was not sure if it was all removed. The issue was found after the procedure had been completed and there was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event was unable to be reproduced. Therefore, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.